Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that this smiths medical cadd administration sets experienced under delivery. It was reported that a clinical educator noticed the device under delivery in which the pump stated there was 0 ml left but approximately 20ml left. No patient injury reported.